Manufacturer narrative:
The technician replaced the nurse control board to repair the bed.

Event description:
Information received indicates the head up function is working intermittently due to corrosion on the nurse control board.